Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it is typically related to implant technique, patient anatomy or a combination of both. The root cause of this event cannot be conclusively determined with the available information. However, the ventricle rupture in this case was most likely due to procedural related factors, patient anatomy or a combination of both. There was no allegation that the edwards device caused or contributed to the event. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during the implant of a 25mm pericardial mitral valve, a left ventricle bleeding was noted. As such, the valve was explanted and a non-edwards mechanical valve was implanted in replacement. As reported, the probable cause of the bleeding was due to the valve post. The patient expired at pod #6 when she was transferred to the ICU after the implant of the mechanical valve.

Manufacturer narrative:
Evaluation summary: customer report of bleeding left ventricle could not be confirmed through visual observations. X-ray demonstrated wireform intact. Suture holes were observed around the sewing ring.